Manufacturer narrative:
The initial reported event of lead fracture was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lawsuit alleged that the lead was fractured. No patient complications were reported as a result of this event. It was further noted that during a device change out procedure, the impedance was high and varied when connected to the new device. The lead was explanted and replaced. No patient complications have been reported as a result of this event.